Event description:
It was reported that this patient experienced more than 2 seconds of pacing inhibition and asystole, due to electromagnetic interference oversensing. Noisy signals were appreciated on all the channels but were only oversensed in the right ventricular channel. An inappropriate anti-tachycardia pacing was delivered. Technical services (ts) recommended to avoid whatever situation the patient was doing at the time of the issue. Reportedly, the patient was standing between checkout counters. Ts suggested to avoid security gates and to keep scanners at least 6 inches from this crt-d. This device remains in service and no additional adverse patient effects were reported.